Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the hemovac was not suctioning surgical site excess and comes undone after reinforcement with tape. Also, it had repetitive malfunction of hemovac drain regardless of reinforcement with tape caused blood to drain all over patient and bed. And hemovac connection site came undone causing contents to spill on floor and opening system to air. Then the patient arrived from pacu. When transferred from stretcher to bed, patient was discovered to have detached hemovac. Nursing changed sheets and reconnected the hemovac to suction. Then while patient was moving in the chair getting ready to stand up. While moving their drain away from their hand, the tube popped out from the connection site on the hemovac drain itself. A drop of fluid came out (very negligible). Rn quickly cleaned with chg swab and reconnected the tube to the connection site on the drain. Drain was put back to suction and pinned to the patient. And while patient was working with physical therapy. Physical therapist rang the call bell and charge rn (me) came in. They stated that the patients hemovac came out of their back. Charge rn notified provider and primary rn of removal. Provider stated that hemovac could not be placed again and for it to be discarded. Provider also said to watch the hemovac site for a hematoma. Charge rn placed a gauze and tape over hemovac insertion site and changed pressure dressing over patient's incision. Provider stated patient could continue to work with pt.